Event description:
Customer reported she experienced high blood glucose over 500 mg/dl. Customer stated that the cannula on the infusion set was bent and that caused the blood glucose to go high. Customer did not seek medical attention. She treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.